Event description:
It was reported following a percutaneous procedure and a pre-insertion angiogram a 6f angio-seal vip was selected for use. The sheath exchange was done with no problems but when introducing the angio-seal the first click wasn't heard. The physician tried to pull it back to re-introduce but the device wouldn't come back nor it would lock in place. Allegedly the angio-seal was stuck in the arteriotomy. Therefore, the angio-seal and sheath was cut below the valve, removed, and the suture was pulled for the seal. A nurse also applied manual pressure and hemostasis was achieved. On inspection of the angio-seal, first impressions were that the collagen hadn't deployed and was in the carrier tube. Later they realized the collagen had deployed as it was not in the delivery portion. The pt was seen by a vascular surgeon, and later that day, the angio-seal was removed, because at this time they still assumed the collagen had ben pulled out. The pt returned to the ward with no problems.

Manufacturer narrative:
One 6f angio-seal vip hemostasis sheath (with detached tubing segment) and carrier tube assembly (with detached suture, tamper tube segments, and bypass tube) were visually inspected and functionally tested. The deployment sleeve was in the extended and locked position, but was not inserted into the hemostasis cap. Damage was noted to the hemostasis cap consistent with prior insertion/locking of the deployment sleeve into the cap and subsequent forcible extraction of the same. The overall device condition was consistent with partial/full extraction of the carrier tube assembly from the hemostasis sheath, followed by cutting of the sheath, tamper tube, and suture. Additional damage was noted to the sheath/carrier tubing, suture, and clear heat shrink; the origin and sequence of this damage was inconclusive. The carrier tube and suture were cut within the deployment sleeve. The deployment sleeve was then inserted, and locked into the hemostasis cap; the connection was secure; no functional anomalies were noted. Review of the device history record confirmed that this lot met mfg requirements prior to shipment. Based on the info received the cause for the reported event could not be conclusively determined. The instructions for use states that if the angio-seal device does not anchor in the artery due to improper orientation of the anchor of pt vascular anatomy, the entire absorbable components and delivery system should be withdrawn from the pt. Hemostasis can be achieved by applying manual pressure.